Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested >8.0 inr and 6.0 inr on the coaguchek xs system. The patient was treated with an injection of vitamin k and her coumadin dose was held based on the meter results. No adverse event reported. Requested return of suspect system and replacement was sent.